Event description:
It was reported that "during a hardware removal case. Dr was backing out a ti xia screw and one of the posts on the screwdriver broke. The drive used to complete the case."

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.